Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device and delivery system (wds) was selected for use. Femoral access was obtained, and intracardiac echocardiography (ice) confirmed no thrombus or pericardial effusion. The physician advanced a versacross rf wire, followed by the trusteer sheath with a versacross connect dilator, and performed a transseptal puncture at a posterior and inferior location without using rf energy. The wire was visualized in the left atrium (la), and the sheath was dilated across the septum. The ice catheter was then advanced into the la, and initial appendage imaging and measurements were obtained. The wire and dilator were removed, and a 6fr pigtail catheter was inserted. However, the pigtail catheter and sheath could not be visualized on ice despite multiple attempts and manipulation of the imaging catheter. The physician exchanged the pigtail for the rf wire, but the sheath and wire remained unvisualized. Subsequent imaging revealed fluid accumulation around the appendage on the right side, and an effusion was confirmed on sweep. The procedure was immediately stopped, protamine was administered, and a pericardial tap was performed to manage the effusion. Approximately 210 ml of fluid was removed to treat the effusion and transfused back to the patient. The patient remained hemodynamically stable and was admitted for observation. There were no further complications and the patient is expected to fully recover.